Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 80-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. There was high purge pressure. The cassette was replaced with no decrease in purge pressure. Support continued with the implanted pump despite the noted issue. There was no reported patient harm.

Manufacturer narrative:
B2: the date of patient death is unknown. This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-04960 was provided. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event for the patient's demise noted: there is not enough evidence to exclude impella as an associated factor in the patient's outcome. Patient's peri-procedural condition was poor. The patient's peri-procedural condition was critical.

Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the initial report was submitted. The device was not returned for investigation. The cause of the high purge pressure issue was most likely biomaterial, based on data log review.